Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colectomy, the stapler was not able to fire, the surgeon was able to press the green button and the handle did not squeeze. The surgeon failed to close the device forceps with reload even though it was successful with other chargers. They used another reload to complete the chase. There was no patient injury.